Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing similar reportable events for contoura 1000/1080 devices, we have not found any case with a similar fault description compared to the one investigated here: the raised safety side failing down when the load is applied on it. There is no trend observed for reportable complaints with this failure mode for contoura 1000/1080 beds. (B)(4). The device was inspected at the user's facility by an arjohuntleigh representative, who confirmed that the raised side rail could fall down if pressure is applied on it. Further inspection revealed that this malfunction was caused by the gap between release button housing and plunger housing in the locking mechanism of the side rails. The part of safety side assembly has been replaced formerly this year by the customer. As the connection between housing of release button and plunger has not been secured properly the gap between parts was created - it can be assumed this had happened when the force working in horizontal direction was applied - e.g. Patient rolling from one side of the bed to the other or side rails being used for maneuvering the bed. Product instructions for use (e.g. #746-128_5.1) - which is supplied to the customer together with the device- informs the user in section 7: "maintenance", that any service or repair activity, other than described in that section, must only be performed by properly qualified and trained persons approved by arjohuntleigh. As replacement of part of the safety side or the whole side rail is not described within that section, customer should followed the guidelines in the instruction for use and contact arjohuntleigh technician instead of trying to service it on their own. We have not been able to find any contributing manufacturing anomalies. In summary, the device was being used at the time of the event, it failed to meet its specifications as it suffered a malfunction due to a use error, and in doing so it played a role in the event. Fortunately, there was no injury sustained. The root cause of the complaint was found to be a use error as the unauthorized personnel should not conduct repair on the device. The manufacturer suggests to remind the customer of the contents of the device labeling. Given the circumstances and the number of products in the market this incident appears to be an isolated issue. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.